Manufacturer narrative:
Date of event is estimated. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Related manufacturer reference number: 1627487-2023-00675, 1627487-2023-00676. It was reported that both leads were fractured and the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where both leads and the ipg were explanted and replaced. Effective therapy was established post-operatively.